Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the implant was shocking them. They went to see their healthcare provider (hcp) and their hcp told the patient to contact the company to get in touch with a company rep to see what was causing the patient the shocking feeling and for the battery of their implant to be checked. Patient said that they decreased the stimulation and tried different programs, but the shocking feeling was still there. Patient said that they did not have any falls or traumas. Agent sent email to company rep.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.